Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced scale marking issues noted prior to use. The following information was provided by the customer: verbatim: ¿ material no: 305905 batch no: unknown. It was reported that customer has about 4 boxes of syringes that are missing the graduation markings. Per snow record: distributor rep called on behalf of customer to report that they have about 4 boxes worth of syringes missing the graduation markings, they are blank. She said that the facility might have samples available but she did not have her phone number or email at the time. " see pr for additional details. Complaint summary detail: this complaint is MDR reportable. If syringe scale is illegible this could lead to inaccurate dose of medication and cause harm to the patient event type: scale marking issue/ malfunction.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced scale marking issues noted prior to use. The following information was provided by the customer: verbatim: ¿material no: 305905 batch no: unknown. It was reported that customer has about 4 boxes of syringes that are missing the graduation markings. Per snow record: distributor rep called on behalf of customer to report that they have about 4 boxes worth of syringes missing the graduation markings, they are blank. She said that the facility might have samples available but she did not have her phone number or email at the time." See pr for additional details. Complaint summary detail: this complaint is MDR reportable. If syringe scale is illegible this could lead to inaccurate dose of medication and cause harm to the patient event type: scale marking issue/ malfunction.